Event description:
Additional information: it was reported during the procedure the lead was moved posteriorly, thinking it may have been too anterior.

Event description:
It was reported that at a new implant procedure the first lead implanted did not elicit any tremor control. It was stated that the lead was repositioned "a few times" and stimulation was turned up to 10.5v with no resolve. A new lead was used and it "worked fine" with "good results." It was claimed that the lead was faulty. Approximately one week later it was reported that the patient was going to have the batteries implanted on (B)(6) 2012. Further information has been requested, and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): final analysis of the lead revealed no anomaly found.